Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received tachycardia shocking therapy earlier in the year, but did not go to the clinic for evaluation. When the device system was recently checked during a routine follow-up appointment, it was noted that this rv lead exhibited noise, oversensing, low pacing impedance measurements and high capture threshold values. When stored event information was reviewed, it was determined that the shocking therapy that the patient received earlier in the year, was inappropriate and was due to noise and oversensing. The patient was not pacemaker dependent. It was suspected that there was a lead insulation breach. A lead revision procedure was performed where the rate/sense portion of this rv lead was surgically abandoned and a new rv lead was implanted. The high voltage/shocking portion of this rv lead was kept active. The patient tolerated the procedure well, was discharged the next day, and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.